Event description:
A physician reported that three patients experienced tass syndrome after a cataract surgery. Patients had no pain in the eye and its colour was white it is unknown which delivery system were used. Patients are being treated with intense corticoids. The outcome is slow but it seems favourable. They are suspecting that this could be something present in the operating room and they will close it until after summer to cataract activity.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information was requested. (B)(4).

Event description:
Additional information was provided by a company representative who reported that the head of department was sure that lenses were not related with tass syndrome. He was not willing to provide further information on the lot number.